Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose was 38 mg/dl at the time of the incident. The customer did not mention any symptoms or treatment of their blood glucose levels. The customer was sleeping when the low blood glucose incident happened. The customer reported that the transmitter or sensor was not working properly and gave them false information. In the middle of the night, the customer was low and the insulin pump did not suspended the delivery and did not give them an alarm. The customer also added that the sensor kept on losing its signal to the insulin pump. The insulin pump will not be returned for analysis.